Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication was not loaded but it showed as available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had discrepancy that showed medications as loaded when not loaded. A technical support specialist (tss) dialed into the application server, ran 'all device events' report and pulled out logs. Then the tss checked and confirmed that the medications were loaded by the customer and updated the findings. The customer then acknowledged and agreed for case closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medication was not loaded but it showed as available. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.